Manufacturer narrative:
The lens was returned in a biohazard bag on a piece of white, stiff, surgical material. Viscoelastic was dried on the lens. Only a portion of the lens was returned. This portion contained one haptic. The haptic is bent onto the optic surface. The optic is broken/torn through the center. Small areas of split/cracks are observed. This may have been interpreted as the reported complaint of "defective lens". Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The returned lens was damaged. Follow up information indicated that the specific defect was unknown, not haptic related, but more with the optic- possible scratch. The small split/cracked areas on the optic may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if a qualified handpiece was used with the lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. It is also unknown if a qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) is defective. There was no patient contact and the procedure was completed with a backup lens. Additional information was requested.